Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the implant date of the pump was (B)(6)2014. It was reported that there were no identified contributing factors to the 8707 error code. There were no reported complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for an unknown indication for use. It was stated the patient reported an error code of 8707 on their myptm programmer. An image of the myptm was provided, which confirmed the 8707 error code, as well as indicated a bolus denial occurred. Technical services advised the representative, stating the bolus was denied due to a memory data error between the pump and the myptm. They stated that since there was a programming problem, the patient would have to go back to the hospital to reprogram the pump, and that should resolve the problem. There were no reported patient symptoms. No complications were reported or anticipated. Additional information received from a manufacturer representative (confirmed by healthcare provider) indicated the initial reporter was the consumer. It was confirmed the error occurred on (B)(6) 2018. The serial number of the ptm was unknown. The event resulted in the patient symptom of increased spasticity. Reprogramming the pump resolved the issue. The drug in the pump at the time of the event was baclofen 1000mcg/ml, 110mcg/day; simple continuous with a 3x 30mcg boluses). The bolus parameters were indicated to be a maximum of 3 activations a day, with a dose restriction interval (dri) of 5 activations in a 24 hour period, and lockout of 1 hour.